Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited episodes of high ventricular rate (hvr) and ventricular noise reversion. Upon evaluation, all the hvr episodes were inappropriately determined due to right ventricular (rv) lead noise. The ventricular noise reversion episode corroborated with that as well. The lead noise was not reproduceable with isometrics. Programming changes were recommended. The patient was stable during the episodes and would be monitored.